Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 394 mcg/day) via an implanted pump. It was reported the patient was admitted to the ICU through the ER for increased spasticity, clonus, and itching. The nurse practitioner did a catheter access and was unable to withdraw csf. The nurse also gave the patient a 50 mcg bolus through a bolus on the pump with no reaction. The catheter was replaced and the issue resolved. The cause of csf not being able to be withdrawn from the catheter was unknown.